Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a band ligation procedure performed on (B)(6) 2026. During the procedure, the physician had a hard time deploying the bands and therefore the bands failed to deploy. A second speedband superview super 7 device was prepared and assembled and had the same results. There was no difficulties setting up the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event note: this report pertains to the second of two devices using during the same procedure.